Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was noted that the thresholds has risen within the past month. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.